Event description:
It was reported that a patient underwent micro endoscopic discectomy and a drain was placed at the spine on (B)(6) 2011. Four days after the surgery, when the drain was removed from the patient, the drain broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): the actual piece of drain that was cut on one side and broken or cut on another side was returned for evaluation. The broken side may be cut as its surface is very smooth. The information for use states "the silicone elastomer suction drain tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts, nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the drain and/or fragment retention in the wound."

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.